Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, and a root cause could not be determined since no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming during use and the screen was blank. Further information indicated that the nephew assisted with troubleshooting of the device. The batteries were changed and reported to be hot. After the batteries were changed, the pump did not power on, the screen remained blank and the pump started alarming. It was further reported that the battery door was opened to ensure the batteries were inserted correctly and that the coils on the battery door were found very hot. The patient's nephew indicated that it felt like the coils burnt him. The battery door was closed again and the pump still did not power on. The door was opened and a burning smell was noted. The nephew was advised to leave the door open and call the clinic for further assistance. No patient injury was reported.